Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display screen was going faint and was "showing high output over v output figures". The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm display issue. When the ventricular output was turned down the upper display would become unreadable. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.